Event description:
The customer's husband called to report that his wife was hospitalized for high blood glucose levels. The husband reported a blood glucose reading of 400 mg/dl. The customer had changed the infusion set and reservoir several times, but continued to experience high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The husband requested to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.